Manufacturer narrative:
The lens was returned taped inside a lens case base. No lens information was received with the sample. The lens has viscoelastic dried on it. The lens has been cut into two pieces as indicated by the reporter. One portion of the lens has an elongated particulate on the posterior surface. The particle in not molded inside the material. The particle is on the surface near the third ring of the center optic zone. The particle is dark with indirect lighting. With direct lighting the particle has a shiny appearance. The sample was sent to the particle lab for identification testing. Microscopic examination showed a highly reflective metallic-appearing particle approximately 210 ¿m in length adhered to optic. The metallic appearing particle was then isolated and analyzed using a scanning electron microscope (sem) equipped with an energy dispersive x-ray spectrometer (eds). Eds analysis identified carbon (c), oxygen (o), sodium (na), silicon (si), chromium (cr), iron (fe), nickel (ni), and molybdenum (mo). The presence of these element along with the visual characteristics suggests the metallic particle is stainless steel. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. The root cause and origin for the reported particle could not be determined. The lens was returned in a used state. It cannot be verified if the particle was present on the product when received at the reporting facility. The size and color of the returned particle would have made it readily apparent if it was present when the lens was opened for use. The particle lab testing indicated the particle is most likely stainless steel. Stainless steel is a common metal used for surgical instruments it cannot be ruled out that the particle originated at the reporting facility. Requests for the product lot/serial number and associated products used have not received a response from the facility. Not enough information was provided by the reporter for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative emailed on behalf of a physician about a lens with a description that the lens was implanted and immediately explanted and replaced with a different lens. The surgeon said there appeared to be a foreign object within the lens material or adhered to the lens (possibly metallic). Per the source document, sample is available to return. Additional information requested.